Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening and red particles. A leak test was performed which found opening on the radius side. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is a striated edge opening on the radius side due to surgical damage, and no issues observed related to broken/damage component. Reason for reoperation is not required as the device was not implanted.

Event description:
Healthcare professional reported to company representative "the fill tube [fell] off during implantation through an axillary incision." Health professional additionally reported "had to cut the implant to get it back out of the incision." Device was not implanted. Surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to company representative "the fill tube [fell] off during implantation through an axillary incision." Health professional additionally reported "had to cut the implant to get it back out of the incision." Device was not implanted. Surgery was completed with a backup device.